Manufacturer narrative:
Product ID: 3887-33, lot# j0417959v, implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: lead. Product ID: 97713, serial# (B)(4), implanted:(B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3550-09, lot# lb8371, product type: accessory. Product ID: 3888-45, lot# j0333944v, explanted: (B)(6) 2015, product type: lead. Product ID: 3888-45, lot# j0333944v, implanted: (B)(6) 2005, product type: lead. Product ID: 3550-09, lot# lb8371, implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: lead. Product ID: 3778-60, serial# (B)(4), explanted: (B)(6) 2018, product type: lead. Product ID: 3887-33, lot# j0519212v, explanted: (B)(6) 2015, product type: lead. Product ID: 3887-33, lot# j0417959v, explanted: (B)(6) 2015, product type: lead. Product ID: 3887-33, lot# j0417959v, implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: extension. Product ID: 3887-33, lot# j0519212v, implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3887-33, serial/lot #: j0417959v, ubd: (B)(6) 2008, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4) ; product ID: 3887-33, serial/lot #: j0519212v, ubd: (B)(6) 2009, UDI#: (B)(4). The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was a lead migration and loss of efficacy. The manufacturer's representative tried reprogramming. An explant of the system took place. It was reported part of a lead remains in patient as it could not be explanted. No further complications were reported/anticipated. Additional information was received from the rep who reported the explant took place on (B)(6) 2018. A cause was not determined.